Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one scissor blade missing from the instrument. The missing blade had fractured at the cross section of the cable crimp and the fracture plane is straight. An indentation was also observed near the tip of the intact blade. No other damage was found.

Event description:
It was reported that during a da vinci si prostatectomy procedure a piece of the monopolar curved scissors instrument fell into the patient. The piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.